Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It was reported that an unknown stent delivery system was advanced down on the whisper guide wire and the stent was deployed with the allstar guide wire behind the stent to protect the pla. It should be noted that the allstar instructions for use (IFU) states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The investigation determined the reported difficulty appears to be related to an IFU deviation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). An allstar guide wire was advanced down the rca into the posterior lateral artery (pla) and a whisper guide wire into the posterior descending coronary artery. An unknown stent delivery system was advanced down on the whisper guide wire and the stent was deployed at 16 atmospheres with the allstar guide wire behind the stent to protect the pla. Both guide wires were pulled back and it was noticed that one of the wires broke (separated). The physician was unable to determine which wire separated; however, a piece of the wire was left inside the patient anatomy. The patient had other issues with coronary artery disease and the physician didn't want to leave the wire inside the patient so the patient was sent to surgery. The surgeon was able to remove the wire piece from behind the stent and the patient went home feeling fine. No additional information was provided.